Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm and a motor error alarm and the insulin pump was stuck on fill cannula. The customer¿s blood glucose level was 19.1 mmol/l at the time of the incident. The customer stated that the drive support cap was normal (slightly intended). The insulin pump was not exposed to high magnetic field. The customer was able to complete the insulin pump rewind. The customer stated that the blood glucose went high when the insulin pump did not work. The customer was treated with pens. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.